Manufacturer narrative:
Analysis of the pump revealed no anomaly. Conclusion code and results code no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine with concentration 1,250 mcg/ml at a dose rate of 389.9 mcg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the patient never felt the pump offered good benefit since initially implanted. It was further noted that as per the patient, the pump started alarming "approximately four weeks ago" and the patient started experiencing jumpy legs, loss of appetite, and loss of sleep. The pump was interrogated on (B)(6) 2016 and the empty reservoir alarm and low reservoir alarm occurred. The reservoir volume was 0.0 ml and 39.6 ml was dispensed since the update. Pump interrogation prior to explant revealed a low reservoir alarm occurred on (B)(6) 2016 and an empty reservoir alarm occurred on (B)(6) 2016. It was also indicated that the patient stated having no external, environmental, nor any factors that had contributed to issue. A catheter dye study was performed approximately four weeks ago by a physician and his report indicated the catheter was patent. A decision was made by patient and physician to not refill pump reservoir and explant the device. The pump and complete catheter were explanted on (B)(6) 2016. The device system was not replaced. The issue was resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. The pump and catheter were returned to the manufacturer. The patient¿s medical history included multiple orthopedic procedures on left hip and left leg including hip replacement, blood clots, and back pain. The patient¿s concomitant medications / other medications (oral etc.) Taken at the time of the event included: atenolol, lipitor, calcium antacid, citalopram, cleocin, neurontin, synthroid, potassium, mycostatin, requip, and coumadin.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.